Event description:
It was reported the catheter was being placed into the patient's basilic. During insertion of the peel-away sheath, the distal end prematurely split not allowing for the catheter to pass through. As a result, the clinician performed a skin nick to insert a new peel-away sheath from a new kit to complete the procedure. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.